Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Insulin pump received with compromised force sensor alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/delivery test and excessive no delivery test due to unexpected restart error alarm.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.